Event description:
After inflation of angioplasty balloon part of the balloon tore from the catheter probably due to heavy calcification in vein graft. Efforts were made to retrieve device but not able to retrieve. Blood flow in vessel felt to be adequate. Pt progressed well.